Manufacturer narrative:
Software investigation finds that fiducials which were placed symmetrically caused the exam to flip after registration. Site has been trained on proper fiducial placement. Software behaving as designed.

Event description:
Site called in to report they verified the exam orientation properly, and after completing a touch n go registration on the treon system, the probe displayed a flipped left/right orientation. Site then completed a point merge registration and they were able to navigation accurately and complete surgery. No impact on pt outcome reported.